Event description:
Received a report from a dialysis facility which stated that after 12 minutes into treatment, the patients blood pressure decreased to 63/37, patient became unresponsive to voice and painful stimuli. No respirations noted and circumoral cyanosis was present. The patients respirations were assisted by using the ambu-bag, mask with 100% oxygen. The patients respirations returned after one minute. Patient conscious after five minutes. 911 called, discharged patient to emt alert and oriented x3, bp 201/87,pulse 127. Patient was transported to the ER and upon arrival to treatment area bp was 121/51 pulse 80. Reportedly, the patient was admitted to the hospitatl and is doing okay. Of note, is that patient does have a history of atrial fib. There is no sample available for evaluation.